Event description:
It was reported that the lead was dislodged and had increased thresholds. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that all conductors were distorted, there was blood/body fluid on all conductors (not obstructed), all insulators were breached cut, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched.